Event description:
Packaging damaged: the green cap of the implant tube is melted. Doctor noticed at the reception of the product, no impact patient.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. A visual evaluation was performed, the returned implant packaging was identified as reported. However, the implant's outer vial green cap was cracked, and the tamper seal / ring was intact. DHR review was completed for the subject lot number 1260811. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1260811 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: packaging: other. The customer did submit images for the reported event. The images showed the implant outer vials green cap was cracked. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Non conformance and health hazard evaluation have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, a packaging malfunction did occur. The implants green cap was cracked while the green caps tamper seal was intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.